Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer states that during pretesting efforts, the cuff was checked for integrity cuff pressure and it was observed that the cuff did not hold air. Customer confirmed no patient involvement.